Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The DHR of product code: 199725750s, lot : 266122, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 10.01.2020. The photos were received for the evaluation. The us cq team conducted a complaint investigation based on the provided photos. The visual review of the returned photos revealed that the screw head internal threads were stripped. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The stripped condition of the internal threads was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received photos confirmed the stripped condition. While no definitive root cause could be determined, it is possible that the alleged stripped condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: concomitant device reported: h6: additional codes added complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion in the thoracolumbar (l3 left) to treat burst fracture, the surgeon was not able to tighten the inner collection key to the screw. As the screw¿s threads got stripped, a replacement was used to complete the rest of the procedure with forty-five (45) minute surgical delay. The procedure was successfully completed. No further information is available. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown), 5.5 exp verse di set scr (part # 199721000s, lot # unknown, quantity 1). This report is for one (1) 5.5 exp verse can scr 7.0x50. This is report 1 of 2 for complaint (B)(4).